Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical portex sacett suction above cuff endotracheal tube inflation line broke off after 24 days of use. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation summary: one tracheostomy (trach) sample was received in used condition without the original packaging. Immediate visual inspection found that the inflation line was completely detached with residues of solvent in the top of the device. The pressure decay operation and inflation line assembly were reviewed with no discrepancies. Inflation tests were audited during (B)(4) units finding no inflation lines detached. A review of the production, training records, and line clearance records were completed and no discrepancies were found. Based on the review and investigation, the complaint allegation was confirmed. However, no root cause was identified since it was noted there was no evidence of a manufacturing error, the device was 100% leak tested, and there was no possibility to test the material if line was cut or detached.